Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. Additionally, the device evaluation found the angulation wires were worn, the adhesive on the protective coating of the bending portion of the device was cracked, scratches were on the camera cover, the scope cover, the up/down lock lever, the right/left lock knob, the up/down angulation knob, the right/left angulation knob, the connecting tube, the switch box, switch 3, the scope connector, the universal cord, the grip, the control unit, and the scope cover, the objective lens was discolored, the forceps channel port was deformed, the suction cylinder was damaged, the control unit was discolored, and the connecting tube was wrinkled. The customer provided information regarding cleaning steps. The device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unknown, when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and there were no abnormalities with the accessories used for reprocessing. The instrument channel was wiped or brushed with gauze, a brush, or a sponge. Detergent was sent to the air/water nozzle successfully. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had troubles with angulation. Inspection and testing of the returned device found foreign materials in the nozzle of the device. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed clogging the device air/water nozzle could not be identified and the root cause of the issue could not be determined, as there was no deformation of the device that might result in the retention of foreign material and the facility device reprocessing was confirmed to be implemented according to the IFU. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿. ¿inspection of entire endoscope¿ ¿8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. ¿inspection of objective lens surface cleaning function¿ ¿when using the spray button¿ ¿(a) inspection of water supply¿ ¿1. Cover the spray button hole with your finger¿. ¿2. With the hole covered, push the button all the way in (two-step push). Ensure that water flows across the endoscopic image¿. ¿(b) spray inspection¿ ¿1. Cover the spray button hole with your finger¿. ¿2. With the hole blocked, push the button all the way to the end (single push). Confirm that a mist of water is sprayed across the endoscopic image¿. Olympus will continue to monitor field performance for this device.